Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient states she went to the hospital (B)(6), 2011 and released (B)(6), 2011. Patient admitted due to an intestine infection. Patient noticed a rash around her stoma. Patient urine had a dark discoloration.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-general/systemic" and "skin irritation/reaction". The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) and control samples (from stock) of lot 0k271 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. In addition, an independent review of this incident was conducted by our medical advisor who concluded that there is no medical evidence to support any relationship between the use of the wipes product and the patient's symptoms.